Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "severe pain breasts radiating to the armpits", "extreme fatigue and exhaustion", "hardening and tension in breasts". "Pain at rest with burning sensation, with movement or exertion significantly increased intensity". "Rupture of my implants", "textured implants", " capsular fibrosis". This record is for the unknown -side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.